Event description:
The customer reported via phone call that she experienced unexplained high blood glucose and level went up to 445 mg/dl. The customer called her doctor and was advised to treat with manual injection and change the set. The customer was calling to get assistance with changing the set. When assisting the customer, it was found that the tubing was detached. The infusion set was changed and customer was advised to monitor her blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.